Event description:
The tech alleged that the side rail could not latch. No pt impact.

Manufacturer narrative:
The tech replaced the side rail lower pivot block, bolt and roller guide to resolve the issue.